Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * can you identify the lot number of the product that was used? =>unk * was the sterility of the primary packaging (tyvek) compromised due to this issue? =>no * do you have any photos available for visual analysis? =>sorry, no photos are available. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product determined that it was one sealed overwrap packet that pertained to the product code meh8034j. During visual inspection of the returned sample, it could be observed a foreign matter that appears to be a suture piece into the packaging. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that there was something like a blue suture inside the wrapping paper. There were no adverse consequences to the patient. Additional information was requested.